Event description:
A healthcare worker experienced a burn to the finger with whitening of the skin at the contact site while removing items from a load after a completed cycle. The pt did not seek medical attention and the symptoms resolved within one day. The vaporizer plate was not in place.